Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridges would not fit properly onto the pump. The user was able to load a new cartridge and the user's blood glucose level was at target level.